Manufacturer narrative:
Additional information d4 UDI is unknown. No product information has been provided to date. B5 d5 this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Corroded drain fitting. Wear and tear damaged tank cover, line cord, and front cover. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was not confirmed. The technician ran the device for several hours with no leaking. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.

Event description:
Additional information received via email on 14-dec-2021: equipment was not in use when the issue was discovered. No patient involvement.

Event description:
It was reported the device leaked. The reporter stated the issue was identified during testing with no patient involvement.